Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited occlusion alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Corrosion was found in the battery compartment. The event history log was reviewed along with the running the pump in user mode and manufacturer mode. The reported "upstream occlusion" problem was not duplicated. The pump was occlusion tested and was found to operate properly. When the pump was run in the manufacturer mode the sensor output correctly reflected the pressure on the sensor. When the pump was occlusion tested both upstream and downstream sensors passed. The downstream occlusion initially failed pressure testing at 5 psi but was recalibrated and passed at 20 psi. Due to the number of upstream occlusion errors in the log the uso will be replaced. Due to the failure of the down stream sensor during testing it will be replaced too, both as preventative measures.